Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and began experiencing debilitating pelvic pain resistant to anti-inflammatory and over-the-counter pain medication. Approx. 3.5 months after implantation the plaintiff underwent bilateral salpingectomy with device removal, with a pathology report of focal chronic active inflammation in both tubes (interpreted as chronic salpingitis). The pelvic pain resolved afterwards. Salpingitis, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain, per se non-serious, is also anticipated. Essure device may become a vehicle of microbial transport in the upper genital tract during insertion, however after the insertion a local (non-infective) tissue reaction will also take place around the coils. In this particular case, the inflammation was described as focal and mild, but there was no information on whether the etiology was infective or reactive. In the lack of more specific information, but given that pelvic pain started after coil insertion and resolved after device removal, a causal relationship of the events is considered (related). The case was classified as incident due to surgical device removal. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("pathology report states that both tubes contained focal mild chronic active inflammation") in a (B)(6) female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the same day after starting essure, the patient experienced pelvic pain ("debilitating pelvic pain, cramping and sharp pains in her pelvis daily since she had undergone the essure procedure"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with antiinflammatory/antirheumatic products, analgesics and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013). Essure was withdrawn. At the time of the report, the salpingitis and pelvic pain had resolved. The reporter considered salpingitis and pelvic pain to be related to essure. The reporter commented: her post-procedure course was marked by debilitating pelvic pain. She had never experienced this type of pain before being implanted with the essure. The medical records show that her pelvic pain had not improved, despite being prescribed anti-inflammatories and taking over-the-counter pain medication. Her symptoms resolved only after the removal of her essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: ultrasound scan result was to evaluate symptoms of pelvic pain. On (B)(6) 2013: pathology test result was both tubes focal mild chronic active inflammation. On (B)(6) 2013, pre-operative appointment, pelvic pain had not improved. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and began experiencing debilitating pelvic pain resistant to anti-inflammatory and over-the-counter pain medication. Approx. 3.5 months after implantation the plaintiff underwent bilateral salpingectomy with device removal, with a pathology report of focal chronic active inflammation in both tubes (interpreted as chronic salpingitis). The pelvic pain resolved afterwards. Salpingitis, serious due to medical significance, is anticipated in the reference safety information of essure. Pelvic pain, per se non-serious, is also anticipated. Essure device may become a vehicle of microbial transport in the upper genital tract during insertion, however after the insertion a local (non-infective) tissue reaction will also take place around the coils. In this particular case, the inflammation was described as focal and mild, but there was no information on whether the etiology was infective or reactive. In the lack of more specific information, but given that pelvic pain started after coil insertion and resolved after device removal, a causal relationship of the events is considered (related). The case was classified as incident due to surgical device removal. A quality-safety investigation is expected. A product technical analysis is expected. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('pathology report states that both tubes contained focal mild chronic active inflammation') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("debilitating pelvic pain, cramping and sharp pains in her pelvis daily since she had undergone the essure procedure"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with analgesics, antiinflammatory and antirheumatic products and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis and pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: results: both tubes focal mild chronic active inflammation. Ultrasound scan - on (B)(6) 2013: results: to evaluate symptoms of pelvic pain. Diagnostic results: (B)(6) 2013, pre-operative appointment, pelvic pain had not improved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('pathology report states that both tubes contained focal mild chronic active inflammation') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("debilitating pelvic pain, cramping and sharp pains in her pelvis daily since she had undergone the essure procedure"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with analgesics, antiinflammatory and antirheumatic products and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis and pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: results: both tubes focal mild chronic active inflammation. Ultrasound scan - on (B)(6) 2013: results: to evaluate symptoms of pelvic pain. Diagnostic results: (B)(6) 2013, pre-operative appointment, pelvic pain had not improved. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event genital haemorrhage added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('pathology report states that both tubes contained focal mild chronic active inflammation') in a 26-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache and sleep disorder. Concomitant products included intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("debilitating pelvic pain, cramping and sharp pains in her pelvis daily since she had undergone the essure procedure"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with analgesics, antiinflammatory and antirheumatic products and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis and pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and salpingitis to be related to essure. The reporter commented: essure placed on left side with 3 coils and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: results: both tubes focal mild chronic active inflammation. Ultrasound scan - on (B)(6) 2013: results: to evaluate symptoms of pelvic pain. Diagnostic results:(B)(6) 2013, pre-operative appointment, pelvic pain had not improved. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('pathology report states that both tubes contained focal mild chronic active inflammation') in a 26-year-old female patient who had essure (batch no. 50704231) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included headache and sleep disorder. Concomitant products included intrauterine contraceptive device (iud nos) and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("debilitating pelvic pain, cramping and sharp pains in her pelvis daily since she had undergone the essure procedure"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with analgesics, antiinflammatory and antirheumatic products and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the salpingitis and pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and salpingitis to be related to essure. The reporter commented: essure placed on left side with 3 coils and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: results: both tubes focal mild chronic active inflammation. Ultrasound scan - on (B)(6) 2013: results: to evaluate symptoms of pelvic pain. Diagnostic results: (B)(6) 2013, pre-operative appointment, pelvic pain had not improved. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Lot number, reporters, concomitant drugs and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.